Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had a bladder stimulator that was working very well until the battery died after 8 years so they got a new one on (B)(6) 2023 and it had not worked for whatever reason. It seemed like it was dead before even 2 years. The patient said they had their last MRI probably 6 months ago and got a message that said they needed to notify their provider that there was less than 10% battery remaining and they did notify the provider but since they had all accepted that it was not working for them they did not do anything. The patient said and they were using a pretty high number to notice it at all and at one point the manufacturing folks came to their doctors office and they put it in a mode that was less targeted but more broad for the signal. The patient reported they had some mris along the way for various things but it had always been in MRI mode. The patient was calling for MRI information. Worked with patient to use their equipment and the patient reported seeing: eos, therapy has stopped, replace the internal device to continue therapy. Reviewed MRI information and redirected them to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was unknown if it was due to normal battery depletion. The rep mentioned that perhaps battery ran out early due to fact it was at higher settings level, depleted at 18 months after implant. The device was removed on (B)(6) 2024, evaluation whether to replace or not. Based upon this unit working poorly, location migration (probable) and lack of battery life length.